Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011, with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the user facility report referenced in this medwatch are for the same patient, part number, and event. This report submitted (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number three states,"the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Two possible lot numbers were implanted during the bi-lateral total knee arthroplasty procedure on (B)(6) 2010: review of device history records for the tibial plate and the locking bar component confirmed that all lots released with no recorded anomaly. Expiration dates - 310800 - 09/30/2020, 890310 - 08/31/2020. Approximate age of the device - 310800 - 3 months, 890310 - 4 months. Device manufacture date - 310800 - 09/10/2010, 890310 - 08/18/2010. Risk manager at the user facility where the revision took place stated that the device is available for on-site evaluation only. The user facility was notified of the event on february 21, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted february 21, 2011.

Event description:
It was reported that patient underwent bi-lateral knee arthroplasty on (B)(6) 2010. During the patient's first follow-up visit on (B)(6) 2010, radiographs identified that the locking bar component had backed out of the baseplate in the left knee. A revision procedure was performed that day to replace the locking bar component. The tibial plate remained implanted. Since the original knee arthroplasty was a bi-lateral procedure, it is unknown which of the lot numbers was implanted in the left knee.

Event description:
It was reported that patient underwent bi-lateral knee arthroplasty on (B)(6), 2010. During the patient's first follow-up visit on (B)(6), 2010, radiographs identified that the locking bar component had backed out of the baseplate in the left knee. A revision procedure was performed that day to replace the locking bar component. The tibial plate remained implanted. Since the original knee procedure was a bi-lateral procedure, it is unknown which of the lot numbers was implanted in the left knee.